Event description:
It was reported that the insulin pump alarmed several times during rewind. The customer's blood glucose reading was 11.0mmol/l. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked battery tube threads, reservoir tube lip, reservoir tube and window, case window display corners, scratched screen, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.